Event description:
It was reported that backup vvi was observed on the implantable cardioverter defibrillator (ICD) following a magnetic resonance imaging (MRI) procedure where the device was not set to MRI mode. Backup defibrillation therapy was not observed during the backup vvi. A device download was performed successfully. The patient was stable.

Manufacturer narrative:
Correction: section h6: removing code for failure to deliver shock/stimulation since defibrillation therapy was not needed.

Event description:
New information notes defibrillatory therapy was not needed by the patient, the pacemaker was set up to address ischemic ventricular tachycardia.